Event description:
It was reported that after an open right colectomy procedure, after performing an ileocolonic anastomosis on a young patient, the patient had a significant amount of bright red blood in his first bowel movement. The patient needed two units of blood. There was no intra-operative indication that there was a lack of hemostasis at the anastomosis.

Manufacturer narrative:
(B)(4): information is unavailable. Additional information was requested and the following was obtained: did the patient have hemostasis issues or were blood thinners being used? No. Were other stapling devices being used? If yes, please explain? No. Did the patient present stools with blood present? Yes. What were the hemoglobin and hematocrit levels? Unknown. Where was the bleeding originating from? What method was used to confirm the location (colonoscopy)? Bleeding was speculated to have been from the staple line. There was no confirmation that it was from the staple line, but no other action was taken, and there was no additional blood loss.